Manufacturer narrative:
(B)(4). Analysis of the pump serial number (B)(4) found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft-bearing. Analysis found pump motor gear train anomaly, stall due to gear wheel.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was later reported that the patient was doing well and receiving effective therapy. Per print report provided, a low reservoir alarm occurred on (B)(6) 2014 at 07:26 followed by an empty reservoir alarm on (B)(6) 2014 at 23:30.

Event description:
It was reported a motor stall was confirmed and no recover was recorded. Logs were checked post MRI and confirmed a stall occurred on (B)(6) 2014 at 15:34. It was also noted they initially thought the patient had an MRI, but it was clarified that the patient did not have an MRI. A tube set message occurred on (B)(6) 2014 at "same time as expected" (15:34). Logs were checked 2 times and no motor stall recovery was noted. The pump was not able to be "re-started". The alarms were silenced. The patient was at a baseball game when the stall occurred. The patient heard an alarm go off every 30 minutes, but thought it was a toy. The patient had the following withdrawal symptoms; vomiting, diarrhea, bad body aches, cold feet, chills, itchiness and a lot of pain. It was noted the patient also had gastroparesis so it was unclear what symptoms were related to that. The pump was explanted and replaced on (B)(6). The pump was used to deliver sufenta (sufentanil), hydromorphone and clonidine. Information pertaining to the outcome was not reported. Additional information has been requested and a supplemental will be sent if the information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.